Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced one episode of sustained ventricular tachycardia (vt), continuing beyond device determined termination. It was also reported that the right ventricular (rv) lead exhibited undersensing and possible loss of capture, based on interrogation electrograms (egms). The rv lead remains in use. No further patient complications have been reported as a result of this event.